Manufacturer narrative:
(B)(4)..probe received and evaluated. Evaluation confirmed the shaft frosting was due to a vacuum sleeve failure.

Manufacturer narrative:
Waiting on return of product. Once product is received and evaluated a follow-up MDR will be submitted. Not returned as of MDR filing date.

Event description:
Doctor placed four probes. During the first freezing cycle he noticed that one was freezing up the shaft. He immediately thawed probe and removed and replaced it with another probe.